Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose levels. Customer¿s blood glucose level was 406 mg/dl. Customer treated their high blood glucose via bolus delivery. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm issue was resolved with an infusion set change.